Manufacturer narrative:
The customer reported of cracked hub was confirmed upon visual inspection. It was observed that the male luer collar was damaged. Visual inspection observed that the male luer collar was cracked from its collar base (cavity 15c). The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue were observed. No testing was deemed necessary due to the obvious damage. The device history record for set model me2017 could not be performed due to no lot number being provided. The root cause was identified as design of the male luer component.

Event description:
It was reported that the hub of the tubing was cracked. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: non-bd needlefree connector; alcohol cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that the hub of the tubing was cracked. There was no patient injury. Although requested, additional information was not provided.